Event description:
It was reported that an obtryx halo single system device was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced dyspareunia, urinary frequency and incontinence, incomplete emptying of the bladder, bladder/pelvic pressure and left groin and leg pain. In 2011, due to the pelvic pressure, an ultrasound was performed on the patient to check the ovaries. An explant date of (B)(6) 2013 was reported. All other information is unknown and unavailable.

Manufacturer narrative:
Medwatch report# (B)(4) pertains to this event.